Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 98 mg/dl, 526 mg/dl, and 379 mg/dl. No quality control information was provided. A request was made for return of the suspect product and a replacement was sent.